Manufacturer narrative:
The t:slim x2 user guide states, ¿before you take a blood glucose value for calibration, wash your hands, make sure your glucose test strips have been stored properly and are not expired and make sure that your meter is properly coded (if required). Carefully apply the blood sample to the test strip following the instructions that came with your meter or test strips.¿ "the t:slim x2 user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading read low (less than 40 mg/dl), and the meter bg reading was 126 mg/dl during troubleshooting with tandem technical support it was discovered the customer's hands were not washed and dried prior to the finger stick test. A replacement sensor was sent to the customer.